Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that after revision of a device and replacement with a certas valve, the patient presented with headaches. The surgeon suspected the valve was occluded,therefore, performed spinal fluid drainage by puncturing the lesion directly. The pressure setting was so high at that time. Subsequently, the patient died, the occlusion had not been confirmed with a contrast study. The patient had metastasized cancer to the whole body. Therefore, the physician reported that this shunt obstruction was not the cause of death. The surgeon removed the valve from the patient to confirm the valve was occluded or not. No further information was provided by hospital. The products will be returned to your site.

Manufacturer narrative:
Additional product information was provided. The affiliate reported the product code is not certain. This report has been updated to reflect the corrected information. The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected; clear liquid was noted inside the valve and needle holes in the needle chamber. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested, and only leaked from the needle holes in the needle chamber. The catheter was irrigated; no occlusions noted. The valve was reflux tested; no issues found. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records could not be performed. As no lot number was provided. Based on the evaluation, the reported issue could not be performed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.